Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This report is to retract report 8010042-2022-01291, submitted on july 26, 2022. This report was erroneously submitted. New information reported from the complainant stated that the medical device involved in the incident was incorrect. The correct medical device has not received FDA approval and is therefore not released on the us market.all previously submitted information should be corrected to not applicable and null fields.

Event description:
Manufacturer's ref #: (B)(4).